Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur include, but are not limited to: vascular trauma (e.g., rupture).

Event description:
The following was reported to gore: on (B)(6) 2017, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. The endoprosthesis was deployed with no issues, and touch-up ballooning using an sg-balloon was started. When ballooning to the distal end of the contralateral leg component was performed, fluoroscopy showed that the distal end was expanded at a time. The patient¿s blood pressure became decreased. Angiography revealed a rupture of the right common iliac artery at the distal end of the endoprosthesis. Two additional endoprostheses were implanted distal to the contralateral leg component to repair the rupture. At that time, the right internal iliac artery was intentionally covered. The right internal iliac artery was ligated to prevent a type ii endoleak. After that, the procedure was concluded, and the patient tolerated the procedure. The physician reportedly said that a diameter of the patient¿s artery was narrow as a whole, so more attention should have been paid for the touch-up.

Manufacturer narrative:
The correct UDI is (B)(4).

Manufacturer narrative:
The correct manufacture plant is (B)(4). Lot #, catalog # and expiration date are corrected.